Event description:
During an atrial fibrillation ablation procedure using an inquiry optima catheter, a pericardial effusion occurred. Geometry was collected with the inquiry optima catheter and the quartz tacticath catheter. The patient then complained of chest pain. An echocardiogram revealed a pericardial effusion. The patient's blood pressure remained stable so ablation was performed. After several radiofrequency lesions the patient became hypotensive and the procedure was stopped. A pericardiocentesis was performed, which stabilized the patient. The physician indicated there were no performance issues with any sjm device.